Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the atrial output was out of specification and it was attirbuted to the heart lead flex being out of specification. It was reconnected and aligned correctly. Analysis also found that the upper and lower cases were broken. (B)(4).

Event description:
It was reported that during a routine check of the external pulse generator it was discovered that the atrial output was out of spec ification. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine check of the external pulse generator it was discovered that the atrial output was out of specification. The generator was returned for service. There was no patient involvement.